Event description:
It was reported that during a surgical procedure, the drill overheated. This same equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to specifications.